Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.

Event description:
It was reported that during insertion of the interbody device, the implant shattered into three pieces. All of the pieces were removed. There were no patient complications.